Event description:
Customer reported device=99 mg/dl and lab= 61mg/dl. No treatment received. Controls were used, but values were not provided. A request was made for return product and replacement product was sent.